Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that usb port of the pump appeared to be damaged, as the usb cable was difficult to insert into the usb port. The customer¿s blood glucose was 54-500 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.